Event description:
It was reported that during sterile processing conducted at the user facility the tip of the device broke off. No medical intervention, delays to a procedure, patient involvement, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the device is severed from the ball tip was confirmed through the visual inspection. It was observed that the pointer tip was broken off. Any physical impact to the pointer, especially with a mallet or similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during sterile processing conducted at the user facility the tip of the device broke off. No medical intervention, delays to a procedure, patient involvement, and no adverse consequences were reported with this event.